Event description:
Customer reported that all of the sensors she received in a box had terminated and were unsuccessful. The blood glucose reading was 68 mg/dl. She also stated that she received some calibration errors. She was not able to troubleshoot at the time that she experienced these issues. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.